Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient with an osteoporatic fracture underwent an unknown balloon kyphoplasty procedure. During the procedure, the balloon ruptured at a pressure of 120 psi. No further details are known at this time.